Event description:
It was reported that the lead was explanted due oversensing and impedance drop. The lead was replaced. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The analysis showed that the insulation was found squeezed and damaged 25.5 cm distal to the df4 connector pin, which is assumed to be the root cause of the reported clinical observations. The damage probably resulted from a tight suture sleeve during the implantation procedure. Furthermore, the rv shock coil was found deformed, which most likely resulted from the surgery. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.